Event description:
The following was reported to hamilton medical ag: black screen. The device can't be turned on. Defective power supply. Replace power supply, it's ok! No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).